Event description:
Infiltration reported. The pump was infusing d5.25ns at 20ml/hr with intermittent secondary infusions of claforan. The infant's i.v. Site was wrapped with kerlix for protection. Approx 20 minutes after administration of claforan, a nurse noted that the infant's arm was swollen and firm from fingertip to shoulder and had compromised circulation. The infant was transferred to a higher level care facility and surgical fasciotomy was performed. The customer has been informed that the condition of the arm has improved, but there was some concern over possible nerve damage. No further info was available.